Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The lesion being treated was calcified in the proximal left anterior descending artery. The physician managed to cross the 2.0x15mm m maverick otw balloon to the lesion. On the first inflation the balloon ruptured at 10 atmospheres. The balloon was removed intact. The procedure was completed with another of the same device. There were no pt complications or injuries reported. The pt status is listed as good.